Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient underwent right hip revision procedure approximately nine years post-implantation. The liner and head were revised.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant products: 139256 361840 m2a-magnum 42-50 tpr insrt std. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-201-00108, 00110, 00240, 00241).

Event description:
Patient underwent right hip revision procedure due to dislocation. The liner and head were revised.

Manufacturer narrative:
Review of device history records found unrelated deviations during the manufacturing process. The nonconformances were cosmetic issues that were all reworked and accepted. No product was returned; product evaluation could not be completed. This device is used for treatment. Metal on metal complaints will be monitored through monthly post market surveillance trending process. No medical records received. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Patient underwent right hip revision procedure approximately nine years post-implantation. The cup and head were revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient experienced a fall nine years post implantation and was revised due a periprosthetic femoral fracture. Operative report noted milky fluid when dividing the fascia. After the fascia was opened, there was extensive synovitic response with gray metal staining of the tissue throughout. Extensive necrotic tissues from the metal reaction were removed. The femoral components were removed and replaced and the fracture was treated with cables. Attempts to obtain additional information have been made; however, no more is available.